Event description:
According to the information there was an infection. However, additional information received from the physician indicated that there was a malfunction with the pump, not an infection as initially reported.